Manufacturer narrative:
Four samples were not returned. (B)(4).

Event description:
This report summarizes <noe> 4 </noe> malfunction reports of preloaded intraocular lens (iol) delivery system damaging another device. The reported patient ages range from unknown to 71 years. There was one male patient, and three unknown gender.